Event description:
While the device was ventilating a pt, the therapist observed that the device shut down and then came back up and continued to ventilate the pt. The pt was later transferred to another device. No pt injury reported. Later a biomed from the facility tested the device with a test lung and noted that upon initial power up of the device, the device would run through self diagnostic tests, and then reboot continuously.